Manufacturer narrative:
Technician found the bed in storage area. Found hi-lo dead drifts down slowly due to faulty emergency trend valve. Replaced the emergency trend valve to resolve this issue.

Event description:
Bed was found in "down" storage area. Hi-lo head drifts down slowly. No injury reported.